Manufacturer narrative:
The reported problem was duplicated and confirmed. According to the unit history summary, the device was shipped to forrest county general hospital on 6/24/91 with software level 170 which is reflective of the lifecare micro device. Since 1991 the device has not been returned to abbott for repairs or any other reason, except for this specific complaint. Both the testing and investigation lab and mfg personnel have confirmed the software present in this device to be p235eng, which is for the lifecare 4p macro device. From the above information, it is concluded that modifications to the device had been done outside the abbott's production facility.

Event description:
Overdelivery reported. The pump was set to infuse an unspecified concentration of heparin at 0.5ml/hr. At 8am, a buretrol was filled with 12ml (24 hrs of solution). A nurse reports that at approx 11am the pump alarmed and the buretrol was empty. The expected delivery was 1.5ml, 12 ml was gone. The display read 31ml delivered, but it was not knwon when the device total had last been cleared. The heparin infusion was discontinued. The infant reportedly had some "slight oozing from the umbilicus" which resolved, but no other adverse effects were noted. No medical intervention was required.